Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the plastic hook that goes on bag and the tubing that was supposed to go through hook, the tubing did not go through hole on hook and kept bending over had to kept trying to kept it straight so it did not pinch up. Other bags have pin holes and leaked and others not sealed properly around drain tube been having these issues for the past year. Per follow up via phone on (B)(6) 2023, it was reported that the customer stated the hook was not attached to the bag and the tubing was not secure to allow the urine to flow in the bag which caused the urine to back up into the bladder. There was no medical intervention, but an extreme inconvenience. Customer stated they had to waste more bags than they could afford. Per follow up via phone on (B)(6) 2023, it was reported that the issues with the drain bags had gone on for over a year now. Edgepark medical was their current supplier, and six drain bags are delivered to them every three months. They had been incontinent since (B)(6) 2011, and this was the longest time they had had to deal with such an inconveniencing problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the plastic hook that goes on bag and the tubing that was supposed to go through hook, the tubing did not go through hole on hook and kept bending over had to keep trying to keep it straight so it did not pinch up. Other bags have pin holes and leaked and others not sealed properly around drain tube been having these issues for the past year. As per follow up via phone on (B)(6)2023, it was reported that the customer stated the hook was not attached to the bag and the tubing was not secure to allow the urine to flow in the bag which caused the urine to back up into the bladder. There was no medical intervention, but an extreme inconvenience. Customer stated they had to waste more bags than they could afford. As per follow up via phone on (B)(6)2023, it was reported that the issues with the drain bags had gone on for over a year now. Edgepark medical was their current supplier, and six drain bags are delivered to them every three months. They had been incontinent since (B)(6)2011, and this was the longest time they had had to deal with such an inconveniencing problem.